Manufacturer narrative:
Product event summary: analysis found multiple errors in the logs, and the main printed circuit board (pcb) was electrically out of specification. It was also found that there was a bubble between the lens and window of the keypad, and two case screws were contaminated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error message. The epg has been returned for service. The epg subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed no anomalies. Bench analysis found that no error was displayed. All tests passed on the automated test console. The log was reviewed. Three errors were verified in the log. Conclusion: the reported event was confirmed, it was verified in the logs but could not be reproduced on the bench. Failure data was stored in the out of service log. If information is provided in the future, a supplemental report will be issued.